Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant was not lasting less than a day and the issue began 2 weeks ago. Patient stated the implant would go down all the way to empty and in the red and patient was concerned because the representative told them not to let the implant get that low. Patient noted they would charge the implant to 100% and the next day the implant was already down to the red and the implant didn't last less than a day. Patient mentioned it took awhile to charge the implant but they were able to get the implant to 100% and the white thing (agent understood this as the wireless recharger) agent reviewed information and redirected patient to their healthcare provider to further address the issue.